Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument and sureform 45 reloads associated with this complaint and completed investigations. A visual inspection of the sureform 45 stapler instrument displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green sureform 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. A green sureform 45 reload was also returned. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload blade was found to have mechanical indentations. The reload cover was removed and the knife was inspected. Damage was found to the blade. There was also cartridge damage observed. The blade was not found to be exposed, but the damage to the reloads component confirms a firing failure. A second, green sureform 45 reload was returned. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reload. A third, green sureform 45 reload was returned. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have lodged staples wedged in between the reload. A visual inspection confirmed there was 1 lodged staple. The staple was not lodged in the knife track, but extended into the knife track and could likely cause the failure which can prevent the blade from progressing through the full firing trajectory. The blade was exposed and there was also cartridge damage and blade damage to the knife observed. A fourth, green sureform 45 reload was returned. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have a lodged staple wedged in between the reload. A visual inspection confirmed that there was 1 lodged staple. The staple was lodged in the knife track which can prevent the blade from progressing through the full firing trajectory. The blade was not exposed. There was cartridge damage and blade damage to the knife observed. A blue sureform 45 reload was also returned. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler instrument or reload(s) involved with the reported event for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the stapler logs for the stapler instrument used in this event was conducted. The logs show a sureform (B)(4) stapler instrument (part #480445-04, lot #k132140926-0072) was installed on the system 9 times and fired 5 sureform (B)(4) reloads (4 green, followed by 1 blue). On installs 1-3, a blue reload was loaded; however, no clamping or firing was attempted. On install 3, the system failed to detect the reload color and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. On install 4, the first two clamp attempts were incomplete, stopping at about 64% and about 67% completion, respectively. The next 7 clamps were successful but were followed by a firing failure. The firing stopped at about 64% completion. On install 5 and 6, the system also failed to detect the reload color, and the user manually selected the green reload in each case. All clamps were successful, and the firing was completed with 2 pauses for compression. On install 6, no clamping or firing was attempted. On install 7, the first two clamps were successful, but followed by a second firing failure. The firing stopped at about 83% completion. On install 8, all clamps were successful, and the firing was completed with 2 pauses for compression. On install 9, all clamps were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no errors pertaining to the use of this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the knife blade from the sureform (B)(4) reload allegedly went past the staple line halfway through the firing sequence of a sureform (B)(4) stapler instrument. The system displayed a ¿tissue too thick,¿ message. The knife going past the staple line caused a hole in the rectal tissue. It is unknown what medical/surgical intervention was rendered due to the complication. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.